Event description:
It was reported: distal glenosphere impactor broke.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the threaded front sections of the returned glenosphere holder ¿ piston is indeed completely broken off. The broken surface is finely fissured and the level fracture areas show a large shear lip at the edge of the surface. This is specific to a ductile fracture, which is caused by an excessive force applied on the device. The way the breakage occurred (large lip) indicates that it was not threaded all the way. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was caused by a possible inadequate engagement of the glenospehere holder/impactor, which caused a misalignment of the device, and thus the breakage of the impactor. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported: distal glenosphere impactor broke.